Event description:
It was reported that the patient presented to the clinic due to being symptomatic. An interrogation revealed an error message. Measured data one week previous was 2.72 v, 10 ua, and 11.1 kohms with an estimated .75 years remaining long- evity. Communication was lost during a threshold test attempt.

Event description:
.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that measured battery data was lost when the battery voltage was reduced to 2.40 v. This was caused by a discrepant intergrated circuit.